Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated post-operation check, the right ventricular lead exhibited noise causing pacing inhibition and long pause. The pulse generator was noted with noise and loss of capture when the patient¿s head and the device were moved around. Prior to opening the pocket, noise was induced by tapping on the can. The physician decided to explant and replace the device due to suspected header issue. The lead was capped and replaced on (B)(6) 2018. The patient was good before, during, and after the procedure.